Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. B3: estimated date.

Event description:
According to the available information, the patient is reportedly unhappy with his implant. There is visible tubing sticking out under the skin from above the scrotum into the shaft of his penis. He believes that the doctor has stitched the tubing incorrectly during the surgery. The surgeon has advised the patient this is just swelling from the surgery which has frustrated the patient as it has been 7-8 months. Additionally, it is reported that when penetration occurs, he is sore and swollen for 2-3 days after and the tubing prevents regular motion. This has been a huge mental factor for the patient as he believed that the implant would not be visible besides for the pump but with the tubing sticking out, he has dealt with embarrassment.